Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of current failure. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2014-01197, 3005099803-2014-01198, 3005099803-2014-01199, and 3005099803-2014-01200 address the four devices. It was reported to boston scientific corporation that four injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the devices failed to cauterize an ulcer. There was no visible damage to the complaint devices or their packaging. The procedure was completed with a fifth injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.